Event description:
It was reported that during a procedure at the user facility the core sumex drill was overheating. The procedure was completed successfully with no delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported event was confirmed, since the returned handpiece was observed to be overheating during testing. Upon disassembly for visual inspection, it was noted that the motor coil assembly was corroded.

Event description:
It was reported that during a procedure at the user facility the core sumex drill was overheating. The procedure was completed successfully with no delay; no adverse consequences or medical intervention were reported.